Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the legal manufacturer regarding the final investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As the result of DHR review by mbc, the subject device was shipped from the factory in accordance with specifications. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: as part of our investigation, on nov 3, 2020, an olympus endoscopy support specialist (ess) performed a scope handling and repair reduction evaluation of the facility. The ess observed for repair reduction and infection control improvement opportunities referenced in the user manual and reprocessing manual. The ess reported that customer followed delayed reprocessing steps for scopes that fall in these parameters. Scopes were sent out for a repair evaluation as recommended in the customer letter for delayed reprocessing. Customer was having a plumbing issue and had to delay reprocess some scopes. The ess recommended that the customer find an alternative reprocessing location in the facility if available, to avoid delayed reprocessing steps.

Manufacturer narrative:
The device was returned to the service center for evaluation. A portion of the bending section rubber was found removed. The bending section glue was cracked at the insertion tube and cover. The bending section braid was frayed with 1 broken strand. The control knob was noted to have minor play. A cut was observed on switch 1. There were cracks noted at the plug unit of the scope connector. In addition, as part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The instruction manual warns users ¿ do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged. After using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
The service center was informed the facility¿s scope was improperly reprocessed. It was reported that there is a delay in the customer¿s reprocessing of the scope as it was soaked for 10 hours. There was no patient infection, patient involvement or device positive culture reported.